Event description:
It was reported that during a remote device data review, a battery depletion (bd) error code was noted from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that during a remote device data review, a battery depletion (bd) error code was noted from this subcutaneous implantable defibrillator (s-ICD). The device data was forwarded to technical services and is currently pending review. At this time, the s-ICD remains implanted and in-service.